Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the blade shows an edge piece missing distal, second blade shows a missing edge piece too and a cracked second edge distal. Additional the second blade has a loosen cutting head on the shaft. The whereabouts from all missing edge parts is unknown. Investigation of documentation for material and manufacturing shows that the implants produced in 2014 print specification. A product failure could not be detected. Afterwards it is unfortunately not possible to detect the exact cause for the damages. The blades got stuck while insertion and this lead into the damages. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the proximal femoral nail antirotation blade shaft was deformed. Reportedly the aiming arm was correctly mounted, the blade could not be taken twice and a piece of the tip broke off. Another blade could then be taken easily. It was reported the event resulted in no surgical delay or harm to the patient this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.